Event description:
The customer reported to vyaire medical that the avea ventilator stopped ventilating and the unit was alarming. Patient was moved to another vent and customer confirmed that there was no patient harm reported from this event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device on site passed est and is delivering correct volume using last settings used by customer. Performed functional test following vyaire service procedures and unit is within manufacturer specifications. No issues were found when testing ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.